Manufacturer narrative:
(B)(4). The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was 134 mg/dl at the time of the incident. It was reported that the insulin pump had a crack in a case. Insulin pump was neither dropped, bumped nor involved in a car accident. It was indicated that the crack was seen in the reservoir thread and that the customer did not know how it happened. Replacement will be sent. The insulin pump was returned for analysis.